Manufacturer narrative:
D10: 3790999 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. 3855853 164-01-13 - element-stem, collarless w/ha, std offset, sz 13. 3945767 186-01-54 - integrip cc, cluster 54mm, g2. The product associated with the reported event is within the scope of recall k121392; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 103 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, loss of range of motion, difficulty ambulating, osteolysis, degradation of hip prothesis, disintegration of liner, and probable stem loosening. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2024-03470 h6: corrected the following: health effect - clinical code, medical device problem code, type of investigation manufacturer narrative updated: the most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation.